Event description:
A hospital reported that they found four (4) tyvek/mylar pouches that were not properly sealed. These pouches were found in a single box of 12 single-pt use, sterilized pouches containing titanium knot quick load units. Upon routine inspection prior to presenting this product to the sterile field, the operating room staff saw that the four individual pouches were not sealed on one edge. This product was not used in the operating room and there was no harm to the pt. Lsi solutions was notified of the event on (B)(6) 2010 and received one (1) of the unsealed pouches for analysis on (B)(6) 2010.

Manufacturer narrative:
On 7/31/2010, we sent 748 letters to all of our related customers to provide written notification of this occurrence and request they return a self-addressed card to indicate the receipt of this notification. The intent of this notification was to alert our customers to this single packaging issue, as well as to emphasize the need to follow aorn practices and inspect all packaging seals on sterile products prior to the devices entering the sterile field. As of today, 8/10/2010, we have had responses from approx 10% of our customers; no add'l packaging problems have been reported. Eval summary: the returned product and packaging were received on (B)(6) 2010 and evaluated by our senior product engineer. The pouch was open at the end opposite from the chevron-seal. There was no evidence that the pouch had been sealed initially. The pouch appears open to the unaided eye. There is no tendency for the film to stick to the tyvek giving the appearance that the pouch is indeed closed. There were no marks on the area of the pouch where the seal should have been placed. There was nothing (such as a partial seal) to indicate a failure of the process equipment. The sealing equipment was evaluated and there was no indication of any malfunction, at the time. All indications are that this was an isolated incident.